Manufacturer narrative:
Date of event: aware date of (B)(6) 2022 used as event date is unknown. Implant date - estimated as 45-days prior to the aware date since it was discovered at the 45-day follow-up visit.

Event description:
It was reported that the device shifted post procedure. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no complications that were reported to have occurred. The patient came in for their 45-day follow-up transesophageal echocardiogram (tee) procedure. The tee imaging showed that the closure device had shifted more proximally and no longer was meeting all release criteria. There was no intervention or treatment performed at this time. The physician plans to discuss this with the patient at a future date in order to determine if any treatment will be performed. The patient did not experience any consequences as a result of this event.